Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. The device met 99 % of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) was 2012 (B)(4). The rrt voltage was less than or equal to 2.625. The weekly battery voltage trend data showed a minimum battery voltage of 2.632 to 2.618 volts between 2012 (B)(4) and 2012 (B)(4). There was a low battery alert on 2012 (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.